Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's daughter reported via telephone call that the customer's blood glucose ran high. She reported that the issue only occurred when not inserting manually. The blood glucose reading was 250 mg/dl. She was treated with the insulin pump. The drive support cap appeared normal and recessed. The caller found 20 small air bubbles in the reservoir and 4 in the tubing and was assisted in priming them out. Insulin did exit with the prime and no leaks were observed. The insertion site was not sore or irritated and the insulin was clear. The infusion set cannula was bent. The time and date were correct. The basal rate settings were programmed accurately. The insulin pump passed the high pressure test. The reservoir was not returned for analysis.